Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system

Event description:
Consumer reported complaint for high blood glucose test results. Customer's husband is call if on behalf of the customer. The customer's expected fasting blood glucose test result range is 120 and 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is 09/12/2016. The meter memory was reviewed for previous test result history: 134mg/dl 09/12/2016 12:17 pm fasting: yes. 198mg/dl 09/12/2016 11:24 am fasting: yes. 51mg/dl 09/12/2016 07:06:0 am fasting: yes. Customer states his wife's meter read 198mg/dl fasting with the true metrix air and with her true result the reading was 157mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. Customer's husband is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 120 and 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 134mg/dl (B)(6) 2016 12:17 pm fasting: yes; 198mg/dl (B)(6) 2016 11:24 am fasting: yes; 51mg/dl (B)(6) 2016 07:06:0 am fasting: yes. Customer states his wife's meter read 198mg/dl fasting with the true metrix air and with her true result the reading was 157mg/dl.